Event description:
Pads are not peeling apart correctly. During a call; customer tried to attach pads, but they would not peel apart correctly. 6/14/96, 70 yr old male was in cardiac arrest, backing pulled away from electrodes, another set of pads was applied, this set worked, pt transported to hosp, pt pronounced at hosp.